Manufacturer narrative:
Device was used for treatment not diagnosis. Literature: h.w, yan et al (2017) clinical efficacies of coracoclavicular ligament reconstruction using suture anchor versus hook plate in the treatment of distal clavicle fracture. Orthopaedics and traumatology: surgery and research, pp:1-19. This report is for an unknown ao clavicular hook plate. (Other number) UDI: unknown part number, UDI is unavailable. Investigation could not be completed and no conclusion could be drawn, as no devices were returned and no lot numbers or part numbers were provided. Report was initially submitted but the FDA site was down. Advised by FDA on to resubmit medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: h.w, yan et al (2017) clinical efficacies of coracoclavicular ligament reconstruction using suture anchor versus hook plate in the treatment of distal clavicle fracture. Orthopaedics and traumatology: surgery and research, pp:1-19. This study retrospectively compared the clinical efficacies of the treatments of acute neer type ii distal clavicle fracture by coracoclavicular ligament reconstruction using suture anchor with autologous gracilis muscle tendon and the arbeitsgemeinschaft für osteosynthesefragen (ao) (depuy synthes, (B)(4)) clavicular hook plate in a total of 42 patients. The study included 42 acute neer type ii distal clavicle fracture patients, including 29 males and 13 females with a mean age of 36.5 years. Seven patients had noticeable shoulder pain before the hook plate was removed at 6-month follow-up. After the plates were removed, pain was significantly relieved in those seven patients. Range of motion of the affected shoulder from the hook plate group were not as good as those in the ligament reconstruction group. The shoulder joint function of the hook plate group was significantly improved after the plate was removed at 12 and 24 months. This report is for an unknown ao clavicular hook plate. (B)(4).